Event description:
It was reported that the handpiece cord caused a device to run on its own during an on-site maintenance visit at the account while the equipment was being tested. There was no pt involvement. No injury was reported, and there were no other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was rec'd at the MFR for eval, and the reported condition of the cord causing a device to run on its own was duplicated. Based on the investigation details, the likely cause was a broken wire inside the cord where the cable enters the strain relief at the handpiece end. The handpiece cord was scrapped.